Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast reconstruction with an unknown mentor tissue expander. An unspecified device failure occurred just over a year after implantation. As a result, the device was explanted on (B)(6) 2018. No additional information has been made available at this time. If additional information is made available in the future, it will be processed and assessed accordingly.

Manufacturer narrative:
On 9/6/2018 mentor became aware that the initial report submitted on 8/23/2018. Manufacturer¿s reference number: (B)(4).